Event description:
Electrode wires found caught between pad-pak tray and body on a new out of box pad-pak-03. There was no patient involved in tis event.

Manufacturer narrative:
The DHR for pad-pak lot j0787 was reviewed, which revealed the returned pad-pak was 1 of (B)(4) manufactured on the 10th june 2020, 214 of which were shipped to stryker venlo on the 11th june 2020. All pad-paks were tested with respect to electrode capacitance and battery voltage on the 11 june 2020. No pad-paks failed the electrode test. The customer reported that a wire was trapped between the pad-pak plastics upon receipt. Upon investigation at heartsine, no trapped cables were observed and the electrode tray was correctly inserted. However, a more pronounced bend was observed in the sternum cable, which may suggest the cable had initially been trapped within the pad-pak, before being released by the user upon removal of the electrode tray. During the investigation, the pad-pak delivered shock therapy without fault with the pads still attached, and no continuity issue was identified across either patient cable. This would indicate the reported issue was cosmetic in nature. Pad-pak operators shall be made aware of this issue as per (B)(4).

Event description:
Electrode wires found caught between pad-pak tray and body on a new out of box pad-pak-03. There was no patient involved in tis event.